Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The power supply has not been returned for inspection, therefore a root cause of the reported malfunction could not be determined. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power supply with exposed wires and sparking upon use were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
The customer reported the vs100 power supply had wires exposed and it sparked when it was plugged. There was no adverse event reported. This incident was captured under hillrom complaint ref #(B)(4).